Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body and the physician prepared to implant the smart touch catheter (st) but found that blood (few) had dripped from the entrance of the st catheter. The st catheter was not inserted and they withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately and changed to a new vizigo sheath. The procedure was completed without any problem. There was not any impact to the patient. Additional information was received on the event. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body and the physician prepared to implant the smart touch catheter (st) but found that blood (few) had dripped from the entrance of the st catheter. The st catheter was not inserted and they withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately and changed to a new vizigo sheath. The procedure was completed without any problem. There was not any impact to the patient. The photograph investigation was completed on 22-apr-2022. A picture showing the device was received for analysis. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Customer complaint cannot be confirmed. However, the device has not been returned for analysis. Therefore, it is not possible to determine the root cause of the failure. If the device is received in the future, the product investigation will be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 29-jun-2022. The device evaluation was completed on 13-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body and the physician prepared to implant the smart touch catheter (st) but found that blood (few) had dripped from the entrance of the st catheter. The st catheter was not inserted and they withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately and changed to a new vizigo sheath. The procedure was completed without any problem. There was not any impact to the patient. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).